Event description:
It was reported the switch remained engaged when the pressure was released. Inspection of the switch on arrival confirmed that the lever was stuck in the "on" position. After being manually manipulated, the switch operated as designed. We concluded that a defective component had caused the event and replaced the entire switch as a precautionary measure.